Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time, however use error should be considered as the patient was not changing supplies per the instructions for use.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/11/2014: the device was returned to animas and evaluated by product analysis on 06/04/2014 with the following results: unable to duplicate the complaint, as the black box data and histories for the event on 09/27/2013 have been overwritten. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she feels her insulin pump is not delivering insulin properly. Her blood glucose (bg) readings have not been under 300 mg/dl in several days. She started administering injections today to correct high bg¿s but continues to use the pump for basal delivery. Bg has ranged from 141 mg/dl to 389 mg/dl. When her bg is elevated, she alleges symptoms of shortness of breath and diarrhea, but did not give specific times / bg values when these occurred. When bg is elevated she delivers bolus using pump, if not coming down delivers novolog injection until at target. Patient has not required outside treatment, has treated on her own. She states insulin is not expired and that she uses a vial for no more than 20 days. Patient using thigh only for ifs insertion site over the last year and admits that she was previously instructed by animas to speak with her health care provider (hcp) regarding appropriate sites has not done so yet. Upon review, customer support (cs) noted patient is changing out site/set/cartridge only every 7 to 8 days. No associated alarms noted in alarm history ; no discrepancies found in basal, bolus, or suspend histories. Tdd was accurate. Cs advised patient there is no indication of pump malfunction, and informed patient the IFU for cartridge and ifs are to change every 2 to 3 days. Advised patient leaving ifs for greater than 72 hours can cause an infection and also, decreases tissues ability to absorb insulin properly. Advised to check with insulin manufacturer for insulin viability, that the insert for novolog states approved for use in a cartridge for 6 days, therefore the insulin in the cartridge is not as effective after 6 days. Advised patient on need to check bg in mornings even if not eating and deliver correction bolus as needed using ezbg as recommended by hcp. Advised patient to discuss with hcp other areas for sites as her current practices may be causing issues with insulin absorption. Patient states she has an appointment with hcp next week. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia subsequent to the use error of not changing the supplies per the instructions for use.